Manufacturer narrative:
The 12/23/15 follow up: customer reported that blood glucose level was "doing okay" and the pump was functioning normally. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer alleged that the pump delivered a 9 unit bolus instead of a 4 unit bolus. Pump history showed that a 9 unit bolus was delivered. Customer indicated that iob was over 14 units and was not sure where the additional 5 units came from. Customer's blood glucose (bg) level decreased from 132mg/dl to 123mg/dl.